Event description:
It was reported by the patient¿s mother that the patient¿s blood glucose reached 500 mg/dl while wearing the pod for between 24 and 36 hours. The patient was drinking a lot of water, and urinating often, and the patient felt lightheaded, tired, and not well. When the pod was removed from the infusion site (leg), the patient¿s mother reported that the cannula was not visible, indicating a needle mechanism failure. As treatment, a new pod was placed, and the patient¿s blood glucose levels went down.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.4 hardware: iphone15.4 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.